Event description:
Allegedly case with procotyl with extensive bone loss, surgeon noticed that the allomatrix had totally resolved. Surgeon also alleges a seroma issue and attributes it very clearly to caso4.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Event device code is addressed in package insert. Product not returned for evaluation. This report will be amended when the investigation is complete. This event occurred in greece.